Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days. Tandem customer technical support informed customer that the insulin is indicated for use with tandem supplies for 2 days. The customer acknowledged this guidance. Customer changed cartridge and infusion set to address the issue.